Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely tortuous, moderately calcified lesion exhibiting 95 % stenosis located in the mid lad. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery of the device. It was reported that the device failed to cross/position at the lesion and stent deformation occurred in vivo during positioning. The patient is reported to be alive no injury.

Manufacturer narrative:
Image review: photo 1; image shows a portion of a 2.75mm * 18mm endeavor resolute shelf carton and the distal and proximal portion of a device. Deformation is evident to the mid-section of the stent. The lot number printed on the luer of the device corresponds with the lot number on the label of the shelf carton and the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: stent was positioned between the markerbands but not meeting specifications due to deformation of the distal segment. Deformation was evident to the 1st distal stent segments with struts raised. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. If information is provided in the future, a supplemental report will be issued.